Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse confirmed the damage and replaced the front panel assembly and lcd assembly. Since no additional information was provided on whether the device was mounted to a roll stand or wall mount, it was not known if the mount on the roll stand/wall mount was defective causing the device to fall.

Event description:
The customer reported that the device fell and the screen cracked. Patient involvement is unknown.

Event description:
The customer reported that the device fell and the screen cracked. It is unknown if the device was in use at the time of event. No adverse event involving a patient or user was reported by the customer.